Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. With limited information the root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Upon follow up, patient complained of waking up with eyelids sticking and with pain. Corneal abrasions/recurrent erosions were noted. A superficial keratectomy was performed for the second time to treat the recurrent erosions..

Event description:
Upon additional follow up, patient is no longer taking the oral antibiotic. Tear film is noted to be improving. Patient was advised to turn off air conditioning and ceiling fans.

Event description:
An optometrist reported corneal abrasions still present in patients right eye approximately eight months after photo refractive keratectomy (prk). The patient reported pain upon awakening since prk. Optometrist reported patient is using artificial tears, cyclosporine ophthalmic emulsion and hypertonicity ophthalmic ointment. Upon follow up, patients tear film has improved. Punctal plugs were inserted and an oral antibiotic was prescribed. Optometrist will continue to monitor patient. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).